Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the tortuous coronary artery in which a stent had been previously implanted. A 2.25 x 8mm synergy ii stent was advanced for to treat the lesion and the stent slipped off from the balloon. Another balloon catheter was advanced and the dislodged stent was expanded properly to complete the procedure. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: synergy ii us mr 2.25 x 8mm stent delivery system (sds) was returned for analysis with the stent detached from the device. No stent returned. Stent separated from sds. The balloon was reviewed. There was no stent on the balloon. The balloon folds were present but were slightly relaxed from their folded position. Crimp markings were evident on the exposed balloon wall, indicating correct positioning and crimping of the stent prior to the event. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A visual and microscopic examination of the tip found no damage. No other issues were identified during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Bsc ID# (B)(6). Tw# (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the tortuous coronary artery in which a stent had been previously implanted. A 2.25 x 8mm synergy ii stent was advanced for to treat the lesion and the stent slipped off from the balloon. Another balloon catheter was advanced and the dislodged stent was expanded properly to complete the procedure. No patient complications were reported and the patient's status was fine.